Manufacturer narrative:
Fse arrived onsite to address the reported event. Fse confirmed the issue by reviewing the aab proficiency data showing 2 out of 5 bhcg specimens very low, both e2 specimens very low, both prog iii specimens very low, and the failed the aab proficiency study. Inspection of the analyzer found the wash evacuation was erratic due to a weak waste pump. Fse replaced the waste pump to resolve the issue. Fse also replaced the wash and diluent pumps, the sample syringe, and serviced the substrate and wash syringes. Next, fse verified all the alignments and temperatures, cleaned the detector lens and carousel, and ran #tt3 calibration and precision. Fse also reran the proficiency samples and all were in range. No further issues were noted. No further action was required by field service. A 13-month complaint service history review for similar complaints was performed for serial number (B)(4) from 09nov2018 through aware date (B)(6) 2019. There were two similar complaints including this one identified during the searched period. A 13-month lot-serial number specific history review for similar complaints was performed for e2 lot # j51293 from 09nov2018 through aware date (B)(6) 2019. There were no other similar events reported during the searched period. The st e2, prog iii, & bhcg analyte application manual states the following: limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g. Symptoms, results of other tests, clinical impressions, therapy, etc.). Expected values: each laboratory should determine a reference interval corresponding to the characteristics of the population being tested. As with all diagnostic procedures, clinical results must be interpreted with regard to concomitant medications administered to the patient. The most probable cause of the reported event was due to failure of the waste pump.

Event description:
The customer reported failed proficiency testing with (B)(6) and imprecision for estradiol (e2) on their aia-360 analyzer. No (B)(6) data was provided; however, some method comparison data for e2 was provided. The comparison data for api and e2 were lower than the lab results provided. The customer reported that decontamination had been completed on (B)(6) 2019 and a new lot, e2 lot # j51293, was calibrated. All of the controls were in range but the api failed, with biorad % 112 and 108. The customer requested service. The customer provided technical support (ts) copy of the api report and an example of a patient sample that was sent to an outside lab but was not reported, for review. Quality controls (qc) results with bio rad lot # 40980 data were also provided, but calibration data was not available. The next day, the customer reported that e2 and progesterone-3 (prog iii) failed both samples, and beta human chorionic gonadotropin (bhcg 2) failed on the api q3 2019 report. A field service engineer (fse) was dispatched to address the reported event. There was no indication of any patient intervention or adverse health consequences due to the reported event.